Event description:
It was reported that the customer had high blood glucose and infection. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading was 592 mg/dl at the time the paramedics arrived. Caller stated that the customer had an infection that may have caused the high blood glucose. Caller stated that the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.